Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. In this case, the onset of endocarditis occurred after 60 days from implant. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. This event was not attribute to the device. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems.

Event description:
Edwards received information that a 27mm bioprosthetic mitral valve, implanted for one month, was explanted due to endocarditis. The explanted device was replaced with another 27mm pericardial valve. Immediate postoperative tee demonstrated good functioning of the newly implanted valve. There was no paravalvular leak. Left ventricular function was comparable to preoperative studies on a fair amount of inotropic support. The patient tolerated the procedure well and was transferred to the recovery room ventilated and in stable condition. Based on the information received, the patient underwent redo mitral valve replacement due to right plural effusion, positive blood culture, prosthetic mitral valve endocarditis staphylococcal caprae, heart failure, and sepsis. At the time of surgery, the analysis of lesion confirmed the dehiscence of the bioprosthesis from the mitral annulus. The av groove patch that was used to repair the av groove calcification excision was still attached to the prosthesis. Both the bioprosthesis and the patch were detached from the left atrial edge and the region was covered with fibrinoid material, which could have well been infected.